Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type 1 bone) in site (B)(4). Primary stability was not achieved. Osseointegration was not achieved. An augmentation using puros & bioguide was performed at the time of surgery. Immediate extraction was involved in this event. The implant was removed on (B)(6) 2012 due to mobility. Another implant was not successfully placed at the time of surgery. Medical history: no significant findings.